Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they noticed on the day of the report that their pain returned and flared up. When they went to use their patient programmer, it showed a power on reset (por) error. Troubleshooting was done at the time of the report, and the patient was able to clear the por. The issue was resolved. No further complications were reported or anticipated.